Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been taken to the hospital via ambulance on (B)(6) 2016 with blood glucose of 42 mg/dl. Customer reported that insulin pump was over delivering insulin. Customer was hospitalized due to low blood glucose. Customer was discharged from hospital with nausea medication. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that time and date were incorrect. Customer was assisted in correcting settings. Customer declined further troubleshooting and would speak with healthcare professional regarding settings.